Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Cmpl-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. The receiver charged and boot passed. A receiver pairing test was performed and passed. A functional test was performed and passed. Data was received but does not reflect full investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.